Event description:
It was reported that the device's bed alarm is not working, despite the device being plugged in. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
A visual and functional inspection was scheduled to be performed by stryker medical field technician after the customer alleged that the device's bed alarm is not working. However, this work order has been cancelled as customer could not locate the unit. The alleged issue was resolved for the customer by asking them to raise a new work order whenever they locate the unit.

Event description:
It was reported that the device's bed alarm is not working, despite the device being plugged in. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.